Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure between rectum and prostate performed on an unknown date. Reportedly, the procedure was done under local anesthesia with lidocaine. According to the complainant, three weeks after spaceoar placement, external beam radiation therapy (ebrt) with computed tomographic (CT)-linac was initiated. The patient developed fever, perineal pain and frequent urination after the completion of external beam radiation therapy (ebrt). Magnetic resonance imaging (MRI) was performed and it was found out that there was an abscess around the spaceoar gel. The abscess was treated with antibiotics and opioid via intravenous drip, and transperineal drainage was performed. Reportedly, the pain gradually improved and the abscess was found to have shrunk slightly on MRI, therefore administration of the antibiotics changed to oral administration. After the alleviation of the abscess, additional ebrt of 20 gy in 4 fractions with MRI-guided radiation therapy (mrgrt) was performed. On the last day of the MRI-guided radiation therapy (mrgrt), perineal pain occurred again, and magnetic resonance imaging (MRI) and colonoscopy detected rectal perforation. The perforation was treated with intravenous antibiotics drip and hyperbaric oxygen therapy (hbot). Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure between rectum and prostate performed on an unknown date. Reportedly, the procedure was done under local anesthesia with lidocaine. According to the complainant, three weeks after spaceoar placement, external beam radiation therapy (ebrt) with computed tomographic (CT)-linac was initiated. The patient developed fever, perineal pain and frequent urination after the completion of external beam radiation therapy (ebrt). Magnetic resonance imaging (MRI) was performed and it was found out that there was abscess around spaceoar. Abscess was treated with antibiotics and opioid via intravenous drip, and transperineal drainage was performed. The pain gradually improved and the abscess was found to have shrunk slightly on MRI, therefore administration of antibiotics changed to oral administration. After the alleviation of the abscess, additional ebrt of 20 gy in 4 fractions with MRI-guided radiation therapy (mrgrt) was recommended instead of hdr monotherapy to decrease the dose per fraction. On the last day of the MRI-guided radiation therapy (mrgrt), perineal pain occurred again, and magnetic resonance imaging (MRI) and colonoscopy detected rectal perforation. Perforation was treated with intravenous antibiotics drip and hyperbaric oxygen therapy (hbot). On january 04, 2021, additional information received stating that the patient was transferred to another hospital for hyperbaric oxygen therapy (hbot). After 24 hyperbaric oxygen therapy (hbot) sessions for 5 weeks, recovery from rectal perforation was confirmed by colonoscopy, and administration of antibiotics was discontinued. Magnetic resonance imaging (MRI) was performed ten weeks after termination of hyperbaric oxygen therapy (hbot) and it confirmed the disappearance of a peri-spaceoar abscess. Reportedly, the patient also developed actinic rectal fistula after spaceoar procedure and radiotherapy for prostate cancer. A hyperbaric oxygen was used to treat the rectal fistula. The patient condition was reported to have fully recovered after the procedure.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 1690 captures the reportable event of abscess. Patient code 2001 captures the reportable event of perforation. Patient code 1994 captures the reportable event of pain. Patient code 2275 captures the reportable event of urinary frequency. Patient code 1862 captures the reportable event of fistula . Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.